Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the straight tortuous and mildly calcified superficial femoral artery. After a 7x100mm eluvia stent was implanted, a 6.0 x 100, 135cm mustang balloon catheter was advanced for post dilation. However, during first inflation at 20 atmospheres for 5 seconds, the balloon burst. The procedure was completed with a non-boston scientific balloon. There were no patient complications reported and patient condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 60mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the straight tortuous and mildly calcified superficial femoral artery. After a 7x100mm eluvia stent was implanted, a 6.0 x 100, 135cm mustang balloon catheter was advanced for post dilation. However, during first inflation at 20 atmospheres for 5 seconds, the balloon burst. The procedure was completed with a non-boston scientific balloon. There were no patient complications reported and patient condition was stable.